Manufacturer narrative:
User contacted manufacturer alleging their back cane broke and they sought medical treatment from a hospital. User alleges they contacted dealer and dealer would not service the chair for free, so they contacted the manufacturer regarding the incident. Manufacturer contacted dealer and was advised user was verbally abusive to them and is abusive to their chair. Manufacturer and dealer are working with the user to service the chair. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed base on alleged injury.

Event description:
The consumer alleges the right side back cane broke on his wheelchair. The consumer continued to use the chair with the broken back cane until the left side back cane allegedly broke, causing him to fall out of the chair, pulling a muscle in his back. No serious injury is alleged.